Event description:
It was reported that a patient presented with oversensing noise on the atrial and right ventricular (rv) leads resulting in inappropriate automatic mode switch and high ventricular rate episodes. No changes or interventions were reported. There were no patient consequences.